Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
This emdr is being submitted for unknown number of quantities. Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event at the site on (B)(6) 2025. No further information is available.